Event description:
It was reported the patient was trying to charge, but was getting the reposition antenna icon on the recharger. It was noted the patient charged last night. It was further noted the patient was able to feel stimulation at the time of this report. The reporter stated the recharger does not have the green light on the desktop charger, but it worked last night. It was noted the patient was able to reset the recharger and the patient was recharging with 2 coupling boxes. The reporter stated they had a difficult time finding their implantable neurostimulator (ins) to charge because the incision was still swollen and healing. It was noted the patient had their two week post operation check with their healthcare professional and manufacturing representative and they were told they could only get 2-4 coupling boxes until the incision was healed. Additional information received reported the patient spoke with the manufacturing representative today. It was noted the patient still had a hard time charging. The reporter stated that recharging takes 4-8 hours and they charge every 3 days. It was noted the patient got 6 coupling bars, but they go away after about 6 seconds. It was further noted the patient has had trouble charging since implant. The reporter stated they would get 6 coupling bars and they would go away so they would reposition the antenna to get 2-4 coupling bars. The reporter further stated the implant should be healed by now and they should be able to get 6-8 coupling bars. It was noted the patient was frustrated with charging and not getting coupling bars. Additional information received reported the recharge antenna was damaged. It was further reported the patient still had concerns with device or therapy, but was working with manufacturing representative or physician and had appointments scheduled for (B)(6) 2013 and (B)(6) 2013. It was further reported that the patient was still having trouble charging and her company representative/health care provider advised her to have a replacement implantable neurostimulator recharger sent to her. It was noted that the patient had a coupling problem. It was reported that it took the patient 6 hours to charge because she only got 2-4 coupling boxes and had experienced the problem since implant. It was noted that it took at least 5 minutes just to get the recharging screen. It was reported that a new antenna, spacers and antenna locate was attempted to improve coupling with no success. It was noted that the implantable neurostimulator was ¿close¿ to the skin and moved ¿all over¿. It was reported that the patient met with the company representative in november and everything was running ¿properly¿. It was noted that the patient would go in for surgery on (B)(6) for a ¿replacement¿ battery if the issue was not fixed by then.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37791, serial# unknown product type: recharger. (B)(4).